Event description:
It was reported that the patient presented to the clinic and interrogation noted episodes of high ventricular rate (hvr) due to ventricular lead noise. The patient was asymptomatic. The noise was not reproduced during pocket manipulation or isometric arm exercises. The patient will be monitored.